Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime. The customer¿s current blood glucose was unknown. Customer reported that they had filed battery alarm and had unexplained no delivery alarm. The insulin pump will not be returned for analysis.